Manufacturer narrative:
An investigation into the purge disc retainer was completed and the flag was confirmed to be broken. During data analysis, the automated impella controller (aic) ((B)(6)) had the case started on (B)(6), 2023 and did not progress past step one before the console is requested to shutdown. The root cause of the issue was a missing purge flag.

Event description:
The user facility reported that the impella aic purge disc holder is broken off the automated impella controller (aic).